Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning as intended due to a fluid leak; this resulted in patient incontinence. A new balloon was implanted. No patient complications were reported.